Event description:
It was reported that the pt underwent a CABG procedure 2005. The pt experienced a post-operative cardiac tamponnade, which required the drain to be removed and the pericardial effusions evacuated. No additional information was provided.